Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the motor, press plug, rotor, and other components. Those parts were each replaced along with other components. Service repaired and returned the device to the customer.